Event description:
A pinnacle pelvic floor repair kit was used during an anterior apical repair procedure in 2008. According to the complainant, during the procedure, the suture on the mesh leg broke when the physician was trying to pull it through the sacrospinous ligament. The procedure was completed with another pinnacle device, without no complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.